Manufacturer narrative:
On the field service engineer's (fse) initial service visit, he inspected the module and found that the vacuum tubing on rinse nozzle number 4 had a tear, causing insufficient vacuum cleaning. The fse repaired the rinse nozzle tubing and verified the instrument's performance by precision testing; the customer performed calibrations and qcs with successful results. The issue was not resolved and the customer reported further issues. On the fse's follow up visit, he found the previously repaired rinse tubing to be separated from the vacuum bottle. He then replaced the rinse tubing and verified the instrument's performance by mechanism checks, calibrations and qcs with successful results. The investigation reviewed the last calibration performed (B)(6) 2023; the results were within specifications. The investigation reviewed the qc recovery; the target means and ranges were not provided. The customer stated that the qc recovery was acceptable before and after the event. The investigation reviewed the alarm trace; no issues were noted. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect na for gen.2 results from two patient samples tested on the cobas 6000 c 501 (ul) v. (B)(6) 2023: sample 1 the initial result was not reported outside of the laboratory as their laboratory information system (lis) caught the initial result. The initial result from the module was 164 mmol/l. The repeat result from the other module was 139 mmol/l. The repeat result was deemed correct. The field service engineer repaired the module but the issue was not resolved. On (B)(6) 2023, new discrepant results were reported: sample 2 the initial result of the initial patient sample was 173 mmol/l. The patient was sent to the emergency room (ER) where a new sample was collected. The result of the new patient sample from the ER was 142 mmol/l. The repeat result of the initial patient sample was 140 mmol/l.

Manufacturer narrative:
The electrode lot number is m0729. The expiration date was requested but not provided. The investigation is ongoing.